Event description:
Physician had reported that the patient has an increase in seizures, but still feels stimulation. Good faith attempts to obtain additional information have been unsuccessful. The cause of increase in seizures is unknown at this time.